Manufacturer narrative:
This report is submitted on january 08, 2019.

Event description:
It was reported that the patient experienced a performance decrement subsequent to sustaining a head trauma on (B)(6) 2017. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Analysis of the device indicates a device failure (as per the attached dar). This report is filed on april 05, 2019.